Event description:
Endo gia 30mm re-load tried to be used during laparoscopic appendectomy. The re-load did not close all the way. No harm to patient or staff. Another device obtained and procedure continued without incident.